Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which the customer followed, and the cgm error code did not reappear, allowing the customer to successfully start their sensor session.